Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a tubing leak. The clinician reported, "while infusing taxol and ns, port from primary tubing began to leak onto blanket. Infusion stopped immediately, gowned and gloved with chemotherapy ppe, removed blanket and properly disposed, checked patients skin, no moisture to patients skin.¿ the event occurred on 71 medical oncology unit. There was no report of patient harm.